Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out. Additionally, touching or picking at the wound, improperly closing the surgical site, implanting the device off-label, and the patient having contraindicating conditions have been ruled out. However, non-compliance to the IFU was identified as the patient had a pain pump implanted. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "active implantable or body-worn medical devices - safety has not been established for patients who use the freedom scs/pns system with other active implantable or body- worn medical devices. These devices include other neurostimulation systems, insulin pumps, automated external defibrillators (AED), cochlear implants, and wearable medical sensors. Malfunction and/or damage could occur to either system, harming to the patient or nearby people." In addition, a surgical issue was identified as multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although, meningitis and infection were not confirmed, two as analyzed codes were selected: non-compliance to the IFU as the patient had a pain pump implanted (user error-clinician). Surgical issue as multiple tunneling attempts were performed between the two incisions (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient went to the emergency department after experiencing headache and neck pain, which raised concern for possible meningitis. Cultures were obtained. However, no growth was observed on cultures and an infection was not confirmed. The patient was hospitalized from on (B)(6) 2026, antibiotics were prescribed prophylactically, and the devices were pulled early on (B)(6) 2026. As of on (B)(6) 2026, the patient is stable and at home.